Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was over 400 mg/dl. The customer reported damage on the top of the battery compartment where the battery cap connects and called in few days ago when the battery cap was missing. Customer reported reservoir ring was damaged though reservoir was able to lock in place when inserted into insulin pump. Customer have already treated high blood glucose with her health care practitioner and had her back up plan or humalog. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with broken reservoir tube lip. The test infusion set and reservoir does lock into place.